Manufacturer narrative:
The product was returned to the kci service center and tested per quality control procedures. The unit met specifications.

Event description:
According to the nurse manager, a confused, female patient being treated for failure to thrive and a urinary tract infection exited the bed. The patient was on kci intercell mattress overlay. The bed frame manufacturer was unknown. The nurse manger stated that no one saw the alleged event and stated that the patient most likely tried to get out of bed and fell out at the end of the bed. The patient experienced a fracture to her right femur which required a brace, no surgery.